Manufacturer narrative:
The manufacturer previously reported information received alleging a trilogy ev300 device failed preliminary system test active exhalation verification. There was no allegation of patient harm. The device was not reported to be in patient use. During the evaluation of the trilogy ev300 device by the field service engineer (fse), the customer's complaint was confirmed as the device again failed a test step during testing. The root cause was documented to be a failure of the aecm, and 3-way valve resulting in inaccurate readings that caused the device to fail testing. The fse replaced the proportional valve (aecm) and 3-way solenoid valve to address the issue. A preliminary diagnostic test was conducted and passed successfully. The fse then proceeded with the final verification test, which also passed without issue.

Event description:
The manufacturer received information alleging a trilogy ev300 device failed preliminary system test active exhalation verification. There was no allegation of patient harm. The device was not reported to be in patient use. Evaluation of the trilogy ev300 device is anticipated but has not yet begun. The manufacturer's investigation is ongoing. If any additional information is received, a follow-up report will be filed.